Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several weeks post-implant at routine follow-up a pericardial effusion was observed via x-ray and CT scan. A perforation was suspected but not confirmed. Two days later the physician performed a sternotomy and confirmed the pericardial effusion and right atrial (ra) lead perforation. The effusion was resolved and the ra lead removed and the patient's pacemaker replaced with a single-chamber device. It was noted the lead would not be returned for analysis as the patient was reported to have an infectious disease prior to implant of their system; it is unknown whether there was an active infection at the time of explant. No additional adverse patient effects were reported.